Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 06/11/2024, the patient was at home and started vomiting. There was no food intake and the patient tried to consume water but she could not hold it down. The cgm was showing a sensor failed that morning, the patient noticed it right away. Immediately within an hour after the sensor failed, the patient started to experience symptoms. They took a bg reading which was 592 mg/dl, the patient´s grandmother treated the patient with 12 units of regular insulin. The patient vomited 4 times the day of the event so the grandmother took her to the emergency room (ER). At the ER, the patient was treated with IV fluids. At the hospital the bg readings decreased to 398 mg/dl. A series of lab tests were done, and blood oxygen level came back good. The patient was released the same day, in the late afternoon. At the time of the report the patient was recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.